Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The sata cable was relocated on the cine bridge printed circuit board and the power/cine cable was reseated on the cine drive. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a cine disk not available error message. No pt injury was reported.